Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the spike came out of the bag. The pharmacist stated that the bag spike came out of the b braun IV bag while under the hood. There was no patient involvement. No additional information provided.